Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer changed all of the pump supplies. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.